Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in spain.

Event description:
The sheath of the device got loose from the main device. This occurred when it was inside the body of the patient, so the blood came out through the sheath. Dr. (B)(6) took everything back and tried to stick the sheath inside the main system. They controlled the haemorrhage at least to finish the procedure. Once all finished, outside the patient, we clearly saw how the sheath is completely taken off from the main system. Patient outcome: "no adverse events occurred. No other consequences."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in (B)(6).

Event description:
The sheath of the device got loose from the main device. This occurred when it was inside the body of the patient, so the blood came out through the sheath. Dr. (B)(6) took everything back and tried to stick the sheath inside the main system. They controlled the haemorrhage at least to finish the procedure. Once all finished, outside the patient, we clearly saw how the sheath is completely taken off from the main system. Patient outcome: "no adverse events occurred. No other consequences."